Event description:
It was reported that a malfunction alarm was triggered, identified by malfunction code 0. There was no adverse impact to the customer's blood glucose level. Customer was assisted with resetting the pump by technical support, after which the issue did not recur, and they were advised to contact support again if the problem recurred.